Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a conclusive cause for the mitral stenosis. The reported patient effect of mitral stenosis as listed in the instruction for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is being filed to report the mean gradient pressure increased to 6mm hg with clip deployment. It was reported that the index mitraclip procedure was performed on (B)(6) 2018 to treat mitral regurgitation with grade 4. Two clips (80224u114, 80224u115) were implanted reducing mr to 1. On (B)(6) 2020, the patient returned with significant mr increase of grade 4 and a leaflet tear was noted. A clip (91204u114) was implanted, but gradient went up to 6 mmhg and mr was not reduced. Two vascular plugs were used to successfully complete the procedure, reducing mr to 2. The patient is fine and there was no clinically significant delay in the procedure. No additional information was provided.